Event description:
A call to technical services was made on (B)(6) 201 3 stating that this lead was part of the system that gave 2 shocks for ventricular fibrillation. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).